Event description:
Laser edge 15 blade for cataract extraction procedure. Doctor reported "barb" on the end of the blade. Blade was used without harm to the pt; however, according to doctor, "barbs" have been noted on blades periodically.